Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that an infection occurred at the old implant site after explant on (B)(6) 2015. At the time of the report, the infection was resolved. Relevant medical history included non-malignant pain.